Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer reported that they were not able to clear the alarm. Customer also reported that the button error alarm. Customer was assisted in troubleshooting. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. No frozen screen noted during test and time clock advances properly. (B)(4)